Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving inappropriate antitachycardia pacing. It was noted that the right ventricular (rv) lead was oversensing atrial paced beats. In (B)(6), r-wave sensing had dropped because rv lead was sensing the p-wave. Lead insulation damage was suspected, although it was not visually identified. The lead was capped and replaced on (B)(6) 2017.the patient was stable before, during, and after the procedure.